Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mics was very loud when the straight saw blade attachment was being used but it passed all checkpoints. When josh was taking the attachment off after the case a broken screw fell out. Case type: tka. Update: patient was under anesthesia. No debris left in patient and no components missing.

Manufacturer narrative:
Reported event: it was reported that the mics was very loud when the straight saw blade attachment was being used but it passed all checkpoints. When (B)(6) was taking the attachment off after the case a broken screw fell out. Product evaluation and results: as per work order (B)(4) and case number (B)(4) the alleged failure mode was confirmed. Mics making screeching noise when engaged. Not comfortable sending out to field. Product history review: device history records indicate (B)(4) devices were manufactured under lot k08dh and all (B)(4) were accepted into final stock on 10/27/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k08dh shows 02 additional complaint(s) related to the failure in this investigation. Complaint ID: (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The mics was very loud when the straight saw blade attachment was being used but it passed all checkpoints. When (B)(6) was taking the attachment off after the case a broken screw fell out. Case type: tka. Update: patient was under anesthesia. No debris left in patient and no components missing.